Event description:
It was reported that (1) tlv30 device was used during a pneumonectomy procedure. It was reported by the rep that according to the nurse, the surgeon fired a tlv30 with the original reload. Apparently the instrument contained no staples. The surgeon subsequently put in another reload and the instrument fired correctly. There was no consequence to the pt.